Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that device was implanted in (B)(6) 2018. The sudden change incontinence was temporal. They installed a catheter until they see a urologist on (B)(6).

Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient broke their leg and ribs on (B)(6) 2020, and had since been urinating everywhere. No further complications were reported. Additional information was received which indicated the patient had a fall which caused the broken leg and ribs and led to the incontinence issue. No further complications were reported.